Event description:
The customer reported that the companion 2 driver was making a "scraping/grinding" noise while supporting a patient. The patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the companion 2 driver exhibited a "scraping/grinding" noise, the companion 2 driver continued to perform its life-sustaining functions.

Manufacturer narrative:
The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.